Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife blade was dull during surgery. An alternate knife was obtained to continue and complete the procedure. Patient information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). One knife sample was received by manufacturing in an opened blister package. The sample was examined by using a microscope at 10x magnification and was found to have a damaged tip that was slightly bent with lightly damaged cutting edges. Penetration testing was initially performed and found to be on the high side of the penetration limit. The condition of the returned blade was the reason for a high penetration value. Blade stains, a bent tip and cutting edge condition suggests that the blade had been used. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Damage to the tip of the blade like that observed on the returned sample can result in a complaint as described by the customer. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the preparation tray or contact with another instrument during surgery or set-up. Due to the stained condition of the blade and obvious product use, user handling is suspected. (B)(4).